Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the right atrium, and negative pressure was applied for flushing prior to septal puncture, air was aspirated. Air aspiration was performed several times, which did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.